Event description:
It was reported that a site was having problems with their handheld screen freezing. Product is pending analysis. Good faith attempts were made with the physician to obtain further information surrounding this event; however, these attempts went unanswered.